Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken in the shell, underweight and black particles in the gel. A microscopic analysis was performed which identify a broken striated in the radius. Based on the device analysis the final assessment is: -a broken striated in the radius side assessed as surgical damage.

Event description:
Healthcare professional initially reported no complaint against the left side device. After surgery, physician reported left side rupture. The device has been explanted.

Event description:
Healthcare professional initially reported no complaint against the left side device. After surgery, physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no complaint against the left side device (device revision/replacement).